Manufacturer narrative:
Tw# (B)(4). Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 tip was shredded upon opening. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11,h12. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 09/20/2024. An investigation was conducted on 10/03/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000405184 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. [Ncmr # (B)(4) - the hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 tip was shredded upon opening. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.] Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.